Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with measurements in 120s-140s range and a recent measurement of 133 ohms. The patient was scheduled for a device replacement on the day of the initial report, and the current device had not delivered any shocks since implant. Technical services (ts) discussed troubleshooting options, including 41j commanded shock and possible lead revision. The device changeout was completed successfully later that day, and the rv lead remained in service. It was noted that the shock impedance with the new device was 83 ohms. Information was requested from the field to determine whether commanded shock was performed as intervention. No adverse patient effects or interventions were reported at this time. Additional information received reported that a 41j commanded shock was performed due to high out-of-range shock impedance measurements observed on this right ventricular (rv) defibrillation lead, and shock impedance had improved. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with measurements in 120s-140s range and a recent measurement of 133 ohms. The patient was scheduled for a device replacement on the day of the initial report, and the current device had not delivered any shocks since implant. Technical services (ts) discussed troubleshooting options, including 41j commanded shock and possible lead revision. The device changeout was completed successfully later that day, and the rv lead remained in service. It was noted that the shock impedance with the new device was 83 ohms. Information was requested from the field to determine whether commanded shock was performed as intervention. No adverse patient effects or interventions were reported at this time.